Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 28 mg/dl. The customer stated that he had given himself an injection of 50 units prior to the event. The customer subsequently experienced low blood glucose levels, and treated with food and glucose tablets. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The customer felt that the injection of 50 units may have been too much insulin for him. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.